Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a cardio-pat machine blood spill due to a disk break. No donor injury reported. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report a cardio-pat machine blood spill due to a disk break. No donor injury reported. No operator injury reported. The device was evaluated on (B)(4) 2011 and fluid spill was confirmed. Components were affected, but there were no signs of fire, burning or smoke. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).